Event description:
On 12 december 2009, an email was received from the legal department indicating pending litigation. The patient's attorney served the legal department with a petition for damages and request for notice of trial date and pending litigation. The petition indicates that the patient purchased the contact lenses in question in 2008. The following month, the patient allegedly developed a corneal ulcer in the right eye requiring "extensive medical and surgical treatment." Petition indicates that the patient experienced extreme pain, loss of vision to his right eye, migraines and sensitivity to light. No additional information is available at this time. The lot number of the product in question is unknown. Based on the limited information available, no further investigation can be conducted at this time. Will report any additional information within 30 days upon receipt. All MDR reports are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusions can be drawn.